Manufacturer narrative:
Concomitant medical products: product ID: 3888, serial#: unknown, product type: lead. Product ID: 3888, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via manufacture representative that they could not increase their amplitude any longer. After measuring the impedances pol 3 of the lead was too high. It was noted that it was not used before and also not at the actual program but was still out of regulation (oor).

Event description:
Additional information received reported training the patient how to pause their therapy without reducing the amplitude resolved the event. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3888, serial# unknown, implanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.